Event description:
Philips received info from a customer site that they missed a pancreatic mass due to zdom dropping the mas too low. The customer decided to use ddom instead of zdom. Technologists at the customer site continue to be concerned and will not use zdom. The mass was identified on a subsequent ultrasound.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The physician at the customer site stated that the reported event is not a protocol issue, but rather an image noise issue, and that the technologist lowered the mas too much for the protocol. Although the 8mm mass was visible on the CT scan, it was not optimal. The technologists used significantly less dose, despite obese pt. It was found that the CT technologists at the customer site have frequently been lowering the scanner's recommended dose on obese patients, because of the high recommended dose. The technologists have been instructed by the site not to lower the dose. Operating the scanner with the factory recommended protocols shall provide optimal image quality. In this case, no medical intervention was initiated.(B)(4).